Event description:
It was reported that during a laparoscopic nephrectomy procedure, the generator was making a "honking" noise and was sending the error codes of "tighten assembly" and "change disposable." They switched to a second harmonic disposable and it continued to occur. They turned the gen11 generator off and back on and also switched out handpieces. It was noted that the generator was 3 feet from another generator. A third device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 3-26-2012. Should the information be provided later, a supplemental medwatch will be sent. The device a was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an error code 5. The device was functionally tested with a generator. During functional testing on gen11 tighten assembly screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or tighten assembly error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade the device b was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen11 tighten assembly screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of an error code 5/solid tone/relax pressure on blade is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.